Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of over-sensed noise resulting in pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.